Event description:
Info received indicates the brake casters are not holding and continue to swivel in brake.

Manufacturer narrative:
The technician replaced the worn brake and brake/steer casters to repair the bed.